Event description:
It was reported that a pta balloon ruptured during an inflation within a stent and then became stuck in the introducer sheath during retraction. The patient underwent surgical removal of the device and was reported to be doing well at the end of the procedure.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway.